Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported noticing condensation in the cartridge compartment. Caller alleges it was not condensation, but insulin which had leaked into the compartment. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.